Event description:
The customer stated that the axsym analyzer generated discrepant results for the toxo-igg assay. One patient sample (pre-natal testing) generated a positive result for toxo-igg and a negative result for toxo-igm assay on (B)(6) 2010. This patient had previously tested for both assays ((B)(6) 2010) with negative results. The previous sample from 3/1 was then retested with a positive result for toxo-igg assay and a negative result for toxo-igm assay. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This MDR is being filed for an international product (axsym toxo-igg, (B)(4)) that has a similar product distributed in the us ((B)(4)). An investigation is in process. A final report will be submitted when the investigation is complete.